Event description:
The customer reported high level fluoro is 4% above 20r/min. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the high level dosage. System operates as intended. (B) (4).